Event description:
It was reported that the gastrointestinal videoscope was improperly reprocessed using the water filter that was not replaced for about a year. The issue was identified during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and therefore the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Although we were unable to identify the root cause, we believe there was a difference in understanding between olympus's recommendations and the facility regarding device handling and reprocessing procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.